Event description:
It was reported that the radio-frequency (rf) head experienced a telemetry issue. The rf head was replaced and will be returned. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head failed uplink functional tests; rf head cable found out of electrical specification. Analysis also found the rf head lens was cracked and the magnet was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.